Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. According to the available information, the reason for the incontinence and cuff length being too long are determined to be related to inadvertent or an unintentional interaction. The product record review did not find a potential product quality issue, and the reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. It was noted that the urethra had been incorrectly measured and the cuff was too large. The device was explanted and replaced. There were no additional patient complications reported.